Event description:
A 6060 pump was reported to overinfuse during clinical use. Tpn was being infused in the autoramp mode. The total time was 18 hours; vtbi 2000 ml; upramp 10 minutes; downramp 10 minutes. The infusion ended early (unknown how early). No pt injury / medical intervention was required. The account's repair shop was unable to duplicate the report.